Event description:
The hcp reported that the pt experienced "withdrawal". Specific symptoms were not reported. The pump was alarming. "Inadvertent failure to refill pump." The pump was refilled. No device troubleshooting was performed. The pt recovered without sequela.